Event description:
It was reported that there was no perforation on the bd syringe luer-lok¿ tip packaging before use. The following information was provided by the initial reporter, translated from french to english: "no pre-cutting on the batch"

Manufacturer narrative:
Investigation: thirty-five 10ml syringes in fully sealed blister packs from batch 9353544 (p/n 300912) were received and evaluated. It was observed thirty of the blister packs were in strips of ten and five were in a strip of five with no perforation present between any of the packages, which was rejectable per product specification. Machine logs indicate the slitters were replaced during the manufacture of this batch. The potential root cause for the no package perforation defect is associated with failure to follow procedure. It is likely that after the adjustment was performed, the slitters were not engaged prior to restarting the machine causing uncut packages to be loaded. Per procedure, the slitters are to be engaged prior to start up and the blister packs are to be inspected for proper perforation. DHR was reviewed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect.the aql for uncut packages is 1.0%. The defective rate identified is 35 out of 408,800, which is 0.009%. Batch 9353544 is considered in compliance with our product specification requirements. No corrective actions are necessary based on the defective rate identified. However, a quality alert will be sent out for plantwide awareness of the issue by 6/12/2020.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was no perforation on the bd syringe luer-lok¿ tip packaging before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "no pre-cutting on the batch."